Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of having low blood glucose of 45 mg/dl. Customer treated with soda. Customer indicated that they received a calibration error. Troubleshooting found that the pump programming is accurate and appeared to be working as designed and customer was advised to monitor the pump and contact their doctor regarding the low blood glucose.